Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and elevated ketones/diabetic ketoacidosis with under delivery anomaly. The customer reported blood glucose value of 500 mg/dl. The reported hyperglycemia was treated with manual injection/insulin pen, insulin pump, IV insulin drip, emergency room service and hospitalization. The reported elevated ketones/diabetic ketoacidosis was treated with IV insulin drip, emergency room service and hospitalization. Symptoms witnessed during the hospitalization event: feeling sick/unwell, vomited and dehydrated. The event involved products mmt-1884, mmt-368a and mmt-332a. Troubleshooting was performed. The customer has used the insulin pump system within 48 hours of the reported event. The customer has not used the smartguard/auto mode of the insulin pump at the time of reported event. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-368a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08500 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) event date of 02-may-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On related svn#: (B)(4) event date of 29-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 02-may-2025 and related svn#: (B)(4) event date of 29-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) event date of 02-may-2025 and related svn#: (B)(4) event date of 29-apr-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 06:04:00.000. Insert battery alarm was found on: (B)(6) 2025 06:10:07.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 11:42:57.000. There was no power data available for the date of (B)(6) 2025 at 06:04:00.000. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. No delivery alarm/insulin flow blocked alarm was found on (B)(6) 2025 07:51:53.000 during bolus delivery. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.93 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.